Event description:
It was reported that the patient was feeling a pain sensation which led to discomfort due to pocket irritation. The physician decided to explant the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead. There was no patient consequences reported.